Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the pt underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent I&d and packing of perirectal abscess on (B)(6) 2005. It was reported that the patient underwent vaginoplasty for vaginal stenosis, vaginal pain and vaginal scar on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a hysterectomy on (B)(6) 2006. It was reported that patient underwent mesh revision/removal on (B)(6) 2007, (B)(6) 2008 and (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.